Event description:
Customer stated while performing an abdominal study, they had an extravasation of 200 cc into the anticubital of the right arm. Hospital personnel stated this extravasation was caused by the needle placement.